Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hypodermic needle. The customer reports that the needle separated from the hub during use and remained lodged in the pt's gum. The needle was able to be removed from the pt's gum with hemostats and there was no add'l medical intervention necessary.